Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6) 2010, the patient experienced abdominal pain. On an unreported date in (B)(6) 2010, the patient went for a regular check-up as an outpatient and was found to have peritonitis, manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date in (B)(6) 2010, the patient was hospitalized for the peritonitis. On an unreported date in (B)(6) 2010, the patient received treatment with unspecified antibiotics. Outcome for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.